Event description:
Child underwent cardiac surgery and was placed on bypass. After cross clamp came off, the bair hugger was activated to high setting for rewarming measures. After surgery was completed and drapes removed, it was noted that the right leg from knee to foot was red.